Manufacturer narrative:
Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during set-up and inspection for an unknown procedure, the flex deflectable videoscope exhibited image noise and distortion when twisting the control section. There was no patient involvement and no report of harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.